Event description:
A surgeon requested calculation assistance for a pt who reportedly had no cylinder detection following intraocular lens (iol) implant surgery. The surgeon reported it was "difficult to get stable k's [keratometer readings]; numbers kept changing." Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Results from the product history record review indicated the device met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/13/09 and 07/14/09 by phone, fax and mail. Add'l info was received. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).